Event description:
A malfunction with the pump was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.